Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) germany alleging that the patient¿s onetouch verioiq meter was reading inaccurately high in comparison to a lab calibrated device. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up when attempted by medical surveillance (ms). The reporter claimed that on an unspecified date the patient obtained a result of 90mg/dl on the subject meter which they felt was inaccurately high in comparison to a result of 69mg/dl obtained on a lab calibrated device. It is unknown what the time difference between the tests was. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is unknown what medication, if any, the patient takes to manage his/her diabetes or if they made any changes to his/her diabetes management routine in response to the alleged issue. The reported claimed that an unknown time after the alleged issue occurred the patient developed a symptom of ¿tremor¿ but did not know if the patient received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.